Event description:
The device was used during a roux-en-y procedure. The staple line leaked post operatively. A re-operation was performed and suture was applied to coreect this condition. The hosp has reported the pt's status is satisfactory.